Manufacturer narrative:
Citation: berre thygesen j et al. Reevaluation of the indications for permanent pacemaker implantation after transcatheter aortic valve implantation. J invasive cardiol. 2014 feb;26(2):94-9. Doi: not available. Earliest date of publish used for event date (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the incidence of permanent pacemaker implantation within 30 days following transcatheter aortic valve implantation with the corevalve prosthesis and re-evaluate the indications for pacemaker implantation after the periprocedural period. All data were retrospectively collected from a single center between november 2007 and february 2012. The study population included 234 patients (predominantly male; mean age 80 years), all were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). It was noted that 26, 29, and 31 mm prosthesis sizes were used. Among all patients, 6 deaths occurred. One death was due to non-cardiac causes while no other details were reported regarding the other 5 deaths. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: conduction abnormalities requiring permanent pacemaker implantation (third-degree atrio ventricular block, second-degree type ii atrioventricular block, advanced second-degree atrioventricular block, first-degree atrioventricular block with left bundle branch block, and atrial fibrillation). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.